Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. Additionally, the overall length of the soft cannula was measured and found to be out of specification. It measured out to be 1.073". During investigation, the flattened soft cannula did not prevent the fluid from flowing through the fluid path and leaving via the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or defects were observed that could affect insulin delivery. Cracks were observed on the top and bottom housing of the device. Although damage was observed on the bottom housing, this did not affect the functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 287 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.